Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone number: (B)(4). G2 foreign: france. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that prior to surgery the ratchet was blocked on the meshgraft. There was no patient involvement. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: a3, b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11 review of the most recent repair record determined the ratchet was too tight to fit to the bottom roller; the roller and gear were worn. The ratchet, roller, gear, and pin were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.